Manufacturer narrative:
Physician office reports on (B)(6) 2016 that infection has cleared. Cormatrix has completed a review of all ecm raw materials, manufacturing and sterilization records associated with lot m16e1138. There were no deviations or non-conformances found during the review. The lot in question met all requirements for release. The cause of the infection cannot be conclusively determined. Attending physician could not confirm root cause of infection, however patient prior history of bacteremia, drug abuse, and numerous device change-outs as well as being incarcerated following device implant with potential hygiene, surroundings, and interaction with others being contributing factors. In the IFU (p/n 20266-031314) under the section, potential complications, it states in part, "device-related complications are possible infection." In addition under the section, suggested instructions for implanting the cormatrix cangaroo ecm envelope, it states in part, "inspect the cormatrix cangaroo ecm envelope packaging/pouch for signs of damage. Do not use if package is opened or damaged." Using aseptic technique to handle the device at all times.

Event description:
It was reported on 8/22/2016 that a cormatrix cangaroo ecm envelope was used in a procedure on (B)(6) 2016 on a young female patient that has had several previous change-outs. The patient appeared 23 days post-op with pain at the device site. Patient had what appeared to be a stitch abcess at the lateral corner of incision that was removed and cleansed. Patient returned 6 days later ((B)(6) 2016) with localized pain and continued swelling but wound appeared healed. On (B)(6) 2016 patient presented with redness, swelling, and pus on the bandages that were removed. The wound was warm to the touch, but no reported fevers. Patient started on oral bactrim (3x/day). On (B)(6) 2016 all signs of potential infection had cleared.